Event description:
The rptr stated that the unit wsa seeing the wrong syringe size and sometimes read a bd 20 cc syringe as a bd 30 cc syringe. This occurred during set up and no pt injury or treatment was reported.